Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Tandem technical support assisted customer with clearing the alarm. Customer's blood glucose was 196 mg/dl.